Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found several instances of failed system checks due to out of specification 9v battery output. Visual inspection of internal and external components found no abnormalities. Driver failed system check for acceptance at incoming inspection due to a depleted 9v battery. Additional testing included replacing the 9v with a known functional battery. Driver passed all steps for system check with the replacement part. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported system check failure was determined to be a depleted 9v battery. Failure investigation identified no test failures or damage that could have contributed to the event. The device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Driver was returned to syncardia for 2 year service for incoming inspection and failed for 9v battery left and right embedded supervisor voltage too low to pass functional testing.

Event description:
Driver was returned to syncardia for 2 year service for incoming inspection and failed for 9v battery left and right embedded supervisor voltage too low to pass functional testing.